Event description:
The customer reported the visera 4k uhd camera control unit unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Correction to h10 of the initial report: the subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's reported issue was not confirmed or duplicated. The device was then sent to the legal manufacturer for further investigation. The device was tested with a 4k camera head. The device was powered on and off repeatedly, continuously operated for a period of time, and a scope insertion and removal check was performed. The reported issue was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customer's reported issue (image does not appear): the reported issue occurred before a therapeutic endoscopic sinus surgery (ess), when preparing for the procedure. The intended procedure was completed by changing to another camera head.